Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the left monitor was not working. This caused the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.